Manufacturer narrative:
(B)(4). Date sent 10/8/2025. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the anvil attached to the powered stapler before firing? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Additional information: the patient's initials is (B)(6), 79 years old, male, 159cm and 51kg. The surgery took 4 hours and 24 minutes due to the extended surgery and hand suture. The amount of blood loss was 690g. Procedure was administered 4 units of rbc. The patient was hospitalized for 7 days, no suture leakage, no fever. The doctor's opinion was it was not a malfunction of the device, but rather a result of improper operation, but the cause was not mentioned. Patient background information is no allergies, medical history: heart failure, no treatment history, no current illnesses. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proximal gastrectomy, the device electric 25p could not be fired. There was no motor sound. (The panel was lit, it was within the gauge, and there was no anvil connecting sound.) The manual 25b was used and the anvil was still an electric 25p. The device was fired but couldn't get a grip after the docking was complete. However, u-shaped staples were found in the abdominal cavity. (The doctor thought the electric and manual devices were interchangeable.) There was only one of each in stock, and there were no unused circulars in stock. Blooding: 690g time: 4 hours 28 minutes. (This was the doctor¿s first time using an electric one.) Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #223d01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Product investigation device associated with complaint (B)(4), product code cdh25p, batch 223d01, serial number (B)(6), was analyzed in the (B)(6) pi lab on (B)(6) 2025 and additional analysis was done in (B)(6) on (B)(6) 2025. The complaint file has been reviewed by a cross-functional team during weekly adverse event (ae) review. The event description given by the account representative reported that the device (cdh25p) could not be fired during the procedure. There was no motor sound and it was also mentioned that there was no anvil connecting sound. Based on the information received, the most likely root cause of the device not firing during the procedure was that the anvil wasn¿t fully attached. Follow up questions were sent to the account representative and the device was sent to (B)(6) pi lab for further investigation. Analysis in the (B)(6) pi lab showed that the device was received with the safety disengaged, the anvil attached, the knife retracted, and the battery pack fully inserted. Battery was drained and it was found the device was unfired due to uncut washer and staples present (not protruding). There were no anomalies found on the battery pack or the battery contacts. The weld separation on shrouds were in good condition. No damage was seen on the device or the end effector. Bodly fluids were observed on outer shrouds and end effector. To check for power continuity, a test battery was loaded into cdh25p with the anvil attached and the indicator in the green range, and the firing cycle activated without the firing trigger pressing. The battery was removed to stop the firing cycle. When re-loading the battery in the same condition, the firing cycle activated automatically again, confirming the automatic fire defect. Returned device analysis in cincinnati pi lab after initial investigation was completed in (B)(6) pi lab, the device was sent to cincinnati and additional analysis was done. The device arrived in (B)(6) with the safety disengaged, the anvil attached, washer un-cut and the knife retracted. There was no battery with the returned device and there was a bag of preformed staples included in the return packaging. To check for power continuity, a test battery was inserted into the device. The firing cycle began automatically without pressing the trigger. This event matches the same event described by the japan pi lab and confirms the automatic firing defect. The anvil was removed and the device was adjusted back into firing range. The device did not fire without the anvil attached, verifying the anvil detect switch was working as expected. The shrouds and firing range lens were removed. Bodly fluid was observed on the inside of the shrouds a new wire harness assembly was attached to the complaint device and a test battery was inserted. The device was prepared to fire and no spontaneous firing was observed. The trigger was pulled and the device completed its firing cycle as expected. This outcome isolates the root cause of the automatic firing issue to the wire harness assembly. The pcbs attached to the wire harness assembly were analyzed next. Bodily fluid was observed on the resistors of the firing board, near the flex circuit. It was decided to CT scan the wire harness assembly to check for potential damage or incomplete connections on the pcbs. However, the CT scans did not show any conclusive evidence of damage or incomplete soldering joints. The electrical components were probed on the firing board and it was discovered that the s1 firing switch was measuring open. The fire pcb s1 switch is a normally closed switch, and it is designed to open when the trigger is pulled. The abnormal open state found on the complaint device is most likely caused by an ingress of fluid/tissue into the s1 housing, preventing the switch plates from forming electrical contact. Since the ingressed bodily fluid had dried and was holding the s1 switch in the open (activated) state, the wire harness assembly initiated the motor when the battery was inserted and the anvil detect switch was closed. Based on the analysis documented in this memo, the analysis code assigned to this complaint shall be damaged pcb component. This defect was not related to design or manufacturing and developed after use due to the bodily fluid present. A manufacturing record evaluation was performed for the finished device batch number 223d01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. Additional information was requested, and the following was obtained: please give us a list of stapler products that were used with timeline. Cdh25p was initially used but failed to fire. Cdh25b was then used as a substitute, but it could not be fully squeezed, resulting in staple malformation. Hand-sewn anastomosis was performed instead. What were the indications for surgery? Gastric cancer at the cardia. What surgical procedure was performed? Esophageal anastomosis. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Yes, the device failed to fire. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). It was his first time using cdh25p. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? Cdh25p showed no external issues, but no motor sound was heard during firing. Cdh25b could not be fully squeezed. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Not inspected due to staple malformation. Was a complete transection of the white breakaway washer visually confirmed? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staple formation was not properly achieved due to firing failure. What is the current status of the patient? Stable. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon believes it was due to operator error. Was a transfusion required? Yes. How was the bleeding addressed? Managed by hand-sewn anastomosis. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. What is the current patient status? Stable.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. Corrected data: h11 (investigation summary). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Product investigation device associated with complaint (B)(4), product code cdh25p, batch 223d01, serial number (B)(6), was analyzed in the japan pi lab on (B)(6) 2025 and additional analysis was done in cincinnati on (B)(6) 2025. Returned device analysis in japan pi lab. Analysis in the japan pi lab showed that the device was received with the safety disengaged, the anvil attached, the knife retracted, and the battery pack fully inserted. Battery was drained and it was found the device was unfired due to uncut washer and staples present (not protruding). There were no anomalies found on the battery pack or the battery contacts. The weld separation on shrouds were in good condition. No damage was seen on the device or the end effector. Body fluids were observed on outer shrouds and end effector. To check for power continuity, a test battery was loaded into cdh25p with the anvil attached and the indicator in the green range, and the firing cycle activated without the firing trigger pressing. The battery was removed to stop the firing cycle. When re-loading the battery in the same condition, the firing cycle activated automatically again, confirming the automatic fire defect. Returned device analysis in cincinnati pi lab. After initial investigation was completed in japan pi lab, the device was sent to cincinnati and additional analysis was done. The device arrived in cincinnati with the safety disengaged, the anvil attached, washer un-cut and the knife retracted. There was no battery with the returned device and there was a bag of preformed staples included in the return packaging. To check for power continuity, a test battery was inserted into the device. The firing cycle began automatically without pressing the trigger. This event matches the same event described by the japan pi lab and confirms the automatic firing defect. The anvil was removed and the device was adjusted back into firing range. The device did not fire without the anvil attached, verifying the anvil detect switch was working as expected. The shrouds and firing range lens were removed. Body fluid was observed on the inside of the shrouds. A new wire harness assembly was attached to the complaint device and a test battery was inserted. The device was prepared to fire and no spontaneous firing was observed. The trigger was pulled and the device completed its firing cycle as expected. This outcome isolates the root cause of the automatic firing issue to the wire harness assembly. The pcbs attached to the wire harness assembly were analyzed next. Bodily fluid was observed on the resistors of the firing board, near the flex circuit. It was decided to CT scan the wire harness assembly to check for potential damage or incomplete connections on the pcbs. However, the CT scans did not show any conclusive evidence of damage or incomplete soldering joints. The electrical components were probed on the firing board and it was discovered that the s1 firing switch was measuring open. The fire pcb s1 switch is a normally closed switch, and it is designed to open when the trigger is pulled. The abnormal open state found on the complaint device is most likely caused by an ingress of fluid/tissue into the s1 housing, preventing the switch plates from forming electrical contact. Since the ingresses bodily fluid had dried and was holding the s1 switch in the open (activated) state, the wire harness assembly initiated the motor when the battery was inserted and the anvil detect switch was closed. Based on the information received, the most likely root cause of the device not firing during the procedure was that the anvil wasn¿t fully attached. The spontaneous firing identified during device analysis is not related to design or manufacturing and is caused by excessive bodily fluid buildup within the device. There was no report of spontaneous firing during surgical use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 223d01, and no non-conformances were identified.